Manufacturer narrative:
The valve implant date is unknown, but it was noted that august 2021 was provided, so it was marked as 08/01/2021 in d6a. The valve is not available for return, as it remains implanted. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as no patient or procedural factors were provided, however, the event could be related to the allegation that the initial valve was under expanded. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : valve remains implanted

Event description:
Per the field clinical specialist (fcs), approximately 1 year following tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the valve failed due to stenosis. Initial fluoroscopic images showed valve to be a bit under-expanded but with no thrombosis, paravalvular leak (pvl), aortic insufficiency (ai), or moderate or greater mean gradient present at discharge. The patient experienced worsening symptoms since tavr implant with a severe drop in ejection fraction (ef) to less than 15%. The patient was on a dosage of anticoagulation after thrombosis was suspected, and had recently stopped coumadin. The initial plan for re-intervention was to balloon valvuloplasty (bav) the initial thv due to speculation of an immobile or trapped leaflet. Interrogation of the initial transcatheter heart valve (thv) on tee showed a very immobile and thrombosed leaflet of the s3u valve, leading to severe aortic stenosis (as) with a mean gradient of 37 and velocity of 4.3 m/s. Valve thrombosis was suspected, and the operators decided to avoid a bav and implant a new sapien 3 ultra (s3u) valve. A thv in thv intervention occurred, with a nominal prep 26mm s3u valve implanted inside of the first valve. The patient was on pump bypass due to poor lv function and access was performed percutaneously without pigtail contrast injection during valve deployment. The operators used the previously implanted thv as a guide for positioning with the new thv aligning the outflow of the new valve just below the outflow of the first thv. No pvl or ai present after new thv was deployed peak velocity at the annulus was 2 m/s and left ventricle (lv) ef improved slightly from 5% to about 15-20%. Valve leaflets in the new thv appear to be working properly and without constraint.